Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the waste tbg., bulk 9x15 elicon (rohs) was clogged. The fsr resolved the issue by replacing the tubing and performing additional troubleshooting procedures. The tbg., bulk 9x15 elicon (rohswas determined the cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument. The following data was provided (normal range 1.6 - 2.6 mg/dl): sid: (B)(6) initial 8 mg/dl, repeated 2.5 mg/dl. Sid unknown initial 8.9 mg/dl, repeated 1.2 mg/dl. No impact to patient management was reported.